Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a left thoracotomy procedure, the clips would not hold to the tissue. A second device was pulled to complete the procedure with no patient consequence.